Event description:
The customer reported that the screen was ruined. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field engineer, and the issue was verified. The display was found to be defective. Replacing the display resolved the reported issue. The device passed testing and was returned to the customer.